Event description:
It was reported that the device does not maintain constant volume. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The supplemental 1 previously submitted on sept-12-2025 was incorrect. The following is the correct device investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "does not maintain constant volume" could not be confirmed by inspecting the device. An error code of the device was not submitted. The device has been extensively tested. All values and functions comply with the specifications. The device did not show any malfunctions. It is possible that the customer tested the device with the patient outlet open or without volume (back pressure). In the corresponding IFU uip500_en_v2.1_IFU_ce-MDR the following note on page 12 in chapter 3.9 failure of products is listed: "the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique." This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The complained article was received on manufacturing site on 2025-04-04 and the investigation has been completed on 2025-09-09. The customer reported the following to us: "the cable exploded at working element end whilst in use." After thorough investigation, it was determined that the contacts at the distal end of the cable were burnt out. The most probable cause here is that the contacts were dirty or cleaning fluid was still present at this point, which increased the contact resistance at the plug connection and led to this failure. User error. The event is filed under internal karl storz complaint ID: (B)(4).